Event description:
A sales representative received a call from a visiting nurse, who stated when "we replaced the circuit to a mobile circuit and moved the patient from the bed to a stroller in order to visit a hospital", when shortly after that, the oxygen saturation (spo2) dropped to the 60s." The visiting nurse went on to state that "an ambu bag started to be used then it went back to the 90s." The visiting nurse stated that "the patient is back in bed" and "the circuit has been switched back to the humidifier circuit. Oxygen is being added as the spo2 is lower than usual, so the condition is stable." The visiting nurse requested the device to be check by the representative. The sales representative went to the patient's home and confirmed the patient's condition was stable, with the spo2 in the 90s. The sale representative confirmed in the event log that no unexpected alarms sounded at the time of the event on this device. The sales representative "explained that there were no issues with the displayed measured values" and suggested replacement of the device as per the family's request and the family accepted it. While the sales representative was at the patient's home, a doctor arrived from the clinic. "The nurse explained the event, and the rep explained that no abnormalities were observed in the device operation. The doctor replaced a cannula and instructed the family to see how it goes." The device was replaced under the doctor's supervision. "After the replacement, the measured values showed no variation. The rep and the doctor confirmed the replacement device kept normal pressure." When using the mobile circuit, "the original device was tested with a calibrator, and the doctor and the rep confirmed normal pressure was kept." The doctor explained "to the family that the posture in the stroller could have affected ventilation and led to spo2 decline." "The doctor mentioned that there is no causal relationship between the device and the patient harm which was a in the spo2." During the evaluation of the device at the manufacturer's service center, the system log was evaluated, and no issue was found on the device. An operational check was performed, and no abnormality was observed. A test was performed, and no issue was found. An internal check was performed, and no issue was found on the device. The service technician determined that there was no failure in the device. A final and run-in tests were performed, along with a battery and valve checks. The device was found operational, and it was cleaned.

Manufacturer narrative:
The adverse event/product problem field was incorrectly marked as a product problem. The field should have been marked as both. The outcomes attributed to ae was updated to "other" reflect the adverse event.